Event description:
The user facility reported a 87-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. This was the second 2.5 that was opened and prepped due to low purge pressure alarms on the first one. During the prep, the 13fr 2.5 sheath was exchanged for a long 14fr cp sheath to try and help with vascular issues. Physician made multiple attempts to insert this new 2.5 but was unsuccessful. Percutaneous coronary intervention (pci) ended with a great result and three stents placed.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not received from the customer. However, per the given clinical details, the root cause of the delivery issue was patient condition related to small/ diseased vessels.